Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. Customer reported blood glucose (bg) level ranged from 200-300's (mg/dl). The customer was able to reload the cartridge successfully and administered a correction bolus to address bg level.